Manufacturer narrative:
Age at time of event: 18 years or above. Device evaluated by MFR.: the synergy ous mr 2.50 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage with the distal end struts lifted and pulled distally. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04-oct-2021. It was reported that crossing difficulties were encountered. Vascular access obtained via right femoral artery. The concentric, 70% stenosed target lesion contained a >45 and <90 degrees bend and was located in the moderately calcified and highly tortuous right coronary artery. After a guidewire was crossed, pre-dilatation was performed with a semi compliant balloon catheter. A 2.50 x 24 synergy drug-eluting stent was advanced for treatment, but the device failed to cross the lesion. The procedure was completed with the help of guidezilla and another of same device was used. No patient complications were reported. The patient status was stable. However, device analysis revealed stent damage.